Event description:
It was reported that the user¿s ilet displayed repeated occlusion alerts despite resuming delivery, and the user did not understand that an infusion site supply change and troubleshooting were required; the agent guided the user through changing the site, tubing, and connector, and arranged replacement supplies. Symptoms included hyperglycemia with a reported fingerstick of 320 mg/dl and the ilet reading high indicating 400 mg/dl. Outcomes included the need for troubleshooting support and shipment of replacement supplies, with no hospitalization or injury reported. Investigation included remote troubleshooting and user education on occlusion management and supply changes. Investigation of this case revealed device occlusion alerts consistent with a delivery obstruction at the infusion set or tubing level, with no cartridge change performed during the call. It was concluded, based on previously established findings for similar reports, that the cause was a probable infusion set or tubing obstruction and user understanding gap, resolved through supply change and education.